Manufacturer narrative:
The complainant reported patient had bilateral mastectomies with reconstruction with dr. (B)(6) and dr. (B)(6) . Incisions were dressed with liquiband secure. On (B)(6) 2023- patient post op appointment had blisters at incision sites. On (B)(6) 2023 appointment still had skin blistering, prescribed wound cleaner and wound cream daily. On (B)(6) 2023 continued the same, and added antibiotics. On (B)(6) 2023- patient needed wound vac applied due to skin necrosis at incision site. Continued weekly vac changes in the office until surgical debridement on (B)(6) 2023. On (B)(6) 2023 patient had a split thickness skin graft to the wound site. Dr. (B)(6) attributes initial blisters at incision sites from glue.' As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of wound cleaner, wound cream, antibiotics and wound vac application and changes to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.

Event description:
Patient had bilateral mastectomies with reconstruction with dr. (B)(6) and dr. (B)(6) . Incisions were dressed with liquiband secure. On (B)(6) 2023- patient post op appointment had blisters at incision sites. On (B)(6) 2023 appointment still had skin blistering, prescribed wound cleaner and wound cream daily. On (B)(6) 2023 continued the same, and added antibiotics. On (B)(6) 2023- patient needed wound vac applied due to skin necrosis at incision site. Continued weekly vac changes in the office until surgical debridement on (B)(6) 2023. On (B)(6) 2023 patient had a split thickness skin graft to the wound site. Dr. (B)(6) attributes initial blisters at incision sites from glue.